Event description:
Patient having intervention to his rca by md, nc euphora 3.5x15mm balloon was used to dilate the mid rca lesion at 15atm for 20 seconds. Second inflation at 30 atm for 60 seconds. The balloon ruptured. Md removed the balloon delivery shaft. The balloon broke off and remained in the rca. Several attempts were made to snare the balloon by md. No flow distal to the balloon, (B)(6) consulted.